Manufacturer narrative:
The manufacturer received a voluntary medwatch (mwmw5164583) in reference to a 14-year old disabled child using trilogy ventilator had a plugged trach from thick lung secretions in the vehicle (so on battery) the vent did not alarm to alert of the plug and as such the patient coded. She was brought back and then promptly upon putting her back on the vent, the same issue happened because we had no way to know it was a plug with the vent not alarming. She was again brought back and the damage sustained during resuscitation efforts eventually ended in death. She would still be here if the vent alarmed for the plug and we could have attempted suctioning. We had no idea that suctioning was needed because the vent did "was fine" if requested we can get this information direct from the hospital or sign a release form for you to gather records." Additional information was obtained for this record. Per the replies from the email received, it was stated that there was no alarm sound at the time of this event. They stated that "all alarms were operational when doing alarm checks by pulling the tube off the side of the vent". The alarm sound volume was full. The device was maintained by the hospital. They stated that "no alarm sound, no red line" appeared on the screen. The patient went to a party and left the party happy. While on transport, the patient could not speak loud enough when the phlegm plug happened to alert anyone and by then she was choking and trying to frantically kick. They pulled into an ambulance bay noticing that she was turning blue. No alarms were going off, so they had no reason to suspect a vent issue. The patient coded and was resuscitated using an ambu bag, the vent was reconnected and sounded fine but then the patient coded again because of the plug that was going unnoticed and unarmed. The patient was revived again, but because of recitation efforts on her muscular dystrophy, her body failed four days later. The device has not been returned to the manufacturer. We are unable to confirm the alleged malfunction. At this time, a final report will be submitted but if any additional information is received at a later date, a follow up report will be filed.

Event description:
The manufacturer received a voluntary medwatch (mwmw5164583) in reference to a 14-year old disabled child using trilogy ventilator had a plugged trach from thick lung secretions in the vehicle (so on battery) the vent did not alarm to alert of the plug and as such the patient coded. She was brought back and then promptly upon putting her back on the vent, the same issue happened because we had no way to know it was a plug with the vent not alarming. She was again brought back and the damage sustained during resuscitation efforts eventually ended in death. She would still be here if the vent alarmed for the plug and we could have attempted suctioning. We had no idea that suctioning was needed because the vent did "was fine" if requested we can get this information direct from the hospital or sign a release form for you to gather records." The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.